Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tlh90 staples would not close and fell into the pt. It appeared that the surgeon removed all the staples. Another device was used to complete the case. There was no further consequence to the pt.